Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code concerning the active exhalation control module was found in the ventilator's downloaded error log. Additionally, the device failed a test step during testing. The device's proportional valve and three-way solenoid valve were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code concerning the active exhalation control module was found in the ventilator's downloaded error log. Additionally, the device failed a test step during testing. The device's proportional valve and three-way solenoid valve were replaced to address the issue. The proportional valve and three-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve and three-way solenoid valve functioned as designed and operated without issue or error codes.